Event description:
The hospital reported that during an emergency endovascular radial harvesting procedure, the physician's assistant/harvester noticed that the hemopro's silicone jaw coating started to come off. The device was removed and the harvester checked the tunnel and there was no debris or foreign matter inside the tunnel. A new hemopro device was opened to continue the procedure, and device was also used for harvesting vein in the leg. The procedure was completed and the hospital did not report any pt effect.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was starting to come off on the curved metal jaw. When the coating (boot) was reassembled, it did not form a complete assembly on the backside of the cold jaw boot tip. The missing piece was not returned. An impression of the cutter wire was present on the serrated section of the cold jaw boot. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.